Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial distal release covered stent was to be used to treat an airway cancer during an endotracheal stent placement procedure performed on (B)(6) 2019. Reportedly the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent was disconnecting from the lesion part after 10 minutes. Reportedly, per the physician, the stent could not be reinstalled. The stent was removed with forceps and the procedure will be completed at a later date due to unavailability of the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 3009 captures the reportable event of stent positioning problem. An ultraflex tracheobronchial delivery system was received for analysis; the stent was not returned. Visual examination of the returned device identified no issue on the delivery system. The investigation concluded that the reported event was most likely due to procedural factors such as characteristics of the lesion, handling of the device, the technique used by the user and normal procedural difficulties encountered during the procedure, which may have limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on february 24, 2019 that an ultraflex tracheobronchial distal release covered stent was to be used to treat an airway cancer during an endotracheal stent placement procedure performed on (B)(6), 2019. Reportedly the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent was disconnecting from the lesion part after 10 minutes. Reportedly, per the physician, the stent could not be reinstalled. The stent was removed with forceps and the procedure will be completed at a later date due to unavailability of the device. There were no patient complications reported as a result of this event.